Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; basal history does not match active basal program. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/28/2017 with the following findings: a review of the black box showed thirteen ¿exceeds maximum total daily dose limit¿ warnings on (B)(6) 2016 starting at 23:08; deliveries resumed on (B)(6) 2016 at 12:17. An unexplained reboot was recorded on (B)(6) 2016 at 20:27. When the pump was powered back on, the time and date were incorrectly set to (B)(6) 2016 08:28. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 1 unit per hour basal rate; at the end of testing, the basal history correctly reflected 1 unit per hour and the total daily dose history correctly reflected 24 units. No errors, alarms, or warnings occurred during investigation. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was discolored. (B)(4).